Manufacturer narrative:
Ge technical support performed a checkout of the system and confirmed the reported issue. The display unit was the likely cause of failure. The end user will make repairs or replaced the unit. No report of patient involvement. Legal manufacturer: (B)(4). Ge technical support performed a checkout of the system and confirmed the reported issue. The display unit was the likely cause of failure. The end user will make repairs or replaced the unit.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.